Event description:
It was reported to boston scientific corporation that a zero tip basket was to used in an unknown procedure (patient identifier, age, gender, and weight unknown). Procedure date unknown. According to the complainant the basket would not open and the basket wire had been broken. The patient was reported to be in "good" condition at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a zero tip basket was to used in an unknown procedure (patient identifier, age, gender, and weight unknown). Procedure date unknown. According to the complainant the basket would not open and the basket wire had been broken. The patient was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
(B)(4): the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A detailed device analysis of the returned zero-tip basket revealed 1 of the 4 basket wires broke at the knot that forms the basket tip. The sheath was also found to be .45cm out of specification. Under a microscope, it was found that the broken end of the basket wire was necked (reduced in diameter). This indicates the wire was deformed from a tensile load. The deformed wire was weakened at the knot and functioning of the basket after manufacturing caused the basket wire to break. The deformation could have occurred during manufacturing/during the process of tying the knot in the basket wires. To meet the product specification for knot diameter, deformation of the basket wires can occur that results in basket wires breaking during use. Functional check found the handle able to retract and deploy the basket with ease both in a straight and loop/torturous path. The most probable root cause for this complaint is design - the complaint is due to a bsc design specification affecting manufacture or intended use. The .45cm out of spec sheath is probably due to the handling of the device during use and the secondary most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. This event is considered to be non-reportable based on the report that the basket wire broke but remained attached to the device.